Manufacturer narrative:
After further review of additional information received. Additional information received per the medical records state that the indication for filter placement was pulmonary embolism. The patient had a history of a saddle pulmonary embolism with significant pulmonary hypertension. The filter was deployed via the patient's right common femoral vein. It was placed below the level of the renal vessels. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately four years and five months after the index procedure indicate that the filter was at a mid 10 degree tilt. The report also noted that the patient has a 2 mm calculus in the mid-right kidney and a fatty umbilical hernia. There was no stenosis, no penetration through the vessel and no fracture/bending of the struts.  Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. Approximately four years after the index procedure, a doctor told the patient the filter could not be removed. The form states that there have been no attempts to remove the device. The patient has also experienced right side weakness. The patient thinks this may be related to poor circulation caused by the filter. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was saddle pulmonary embolism with significant pulmonary hypertension. The filter was deployed below the level of the renal vessels. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. A CT scan, approximately 4.5 years post implant, indicate there was a 10 degree tilt. The report also noted a 2 mm calculus in the mid-right kidney and a fatty umbilical hernia. There was no stenosis, no penetration through the vessel and no fracture/bending of the struts. Per the patient profile form (ppf), the patient reports tilting of the filter. The patient also reports right side weakness that may be related to poor circulation caused by the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Weakness and poor peripheral circulation do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.